Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer was able to clear the alert prior to contacting tandem technical support, and customer resumed insulin therapy. Customer's blood glucose was 400 mg/dl.